Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having short of breath and has to take deep breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging short of breath and has to take deep breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected internal and external part of the device and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, also found water ingress on the blower and blower box, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer not found any error codes. The manufacturer applied power to the device and verified airflow. Risk tags (ER 2219697 v20) associated with this mode of failure: irrit02, infect01. The results of this investigation do not impact the calculated risks. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown, but confirmed the presence of contamination in the airpath. Section h6 were updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having short of breath and has to take deep breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on 05/15/2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging short of breath and has to take deep breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received about alleged visualization of particle. There was no report of serious patient harm or injury.